Event description:
Information received from the aspire clinical database. Treatment of a small unruptured dissecting sidewall aneurysm measuring 9.90mm x 9.53mm located in the right vertebral artery. It was reported that the patient presented with neurological symptoms of headache, photophobia, nausea and vomiting. The mrs (modified rankin scale) was grade 1 (no significant disability, able to carry out all usual activities, despite some symptoms). The patient underwent ped (pipeline embolization device) treatment on (B)(6) 2013 involving one ped (4.0mm x 20mm) without issues. The ped covered the entire neck of the aneurysm. Some side branches originating from the aneurysm were also covered by the ped. Post procedure angiogram showed that the aneurysm continued to fill post ped placement with evidence of contrast stasis within the aneurysm. The patient reported a mild headache on (B)(6) 2013 which was treated with morphine. Magnetic resonance showed there was a short segment of circumferential narrowing of the stent just proximal to the aneurysm, in keeping with the history of a dissecting vertebral aneurysm. On (B)(6) 2013, the patient presented with variable severity headaches, vomiting, photophobia, balance difficulty, and slight ataxia in right upper extremity. These symptoms were diagnosed as aneurysm thrombosis. The subject was treated with medication. Symptoms are ongoing. The severity of the ae is noted as mild and the relationship is noted as device related. Additional documentation notes a cerebellar edema relating to the event on (B)(6) 2013. The edema was treated with decadron (steroid). The outcome of the edema is pending. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4)